Event description:
Patient's mother reported that the pump was resetting itself without user intervention.

Manufacturer narrative:
The pump was returned to animas for evaluation. The report of the pump rebooting could not be duplicated. Animas did observe the pump reboot during the initial evaluation period, however, no reboots could be reproduced during subsequent testing. At this time, further evaluation has not identified the root cause of the reported complaint. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.